Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was in a ¿poor placement¿ since the day of implant. The lead was explanted and replaced with a new lv lead to be placed in a better left ventricular branch. No patient complications have been reported as a result of this event.